Event description:
It was reported that the customer had a motor error on the insulin pump. Customer was waiting to go to a doctor and stated that she wore her pump during an MRI and now she has a motor error. Customer's blood glucose level was 314 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that she was able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The motor error alarm occurred during rewind due to out of phase motor encoder signal. The displacement test could not be performed due to motor error alarms.